Event description:
The customer, has reported via the sales rep, that whilst carrying out a plating of an olecranon using variax elbow, he supervised whilst one of his registrar was using a 2mm drill bit to drill into cancellous bone (through one cortex only) when the drill bit allegedly snapped off in the bone. The customer reported that the end of the drill bit was then stuck in the bone and the surgeon was unable to remove it. The customer reported that he completed the surgery but had to close the patient up with the drill bit allegedly still inside the patient. The customer has reported that the drill bit in question is a reusable drill bit and it is unknown how many times it had been used prior to the reported event. The customer has reported that they have followed their own internal protocol and submitted a form to their clinical risk team and sent the remainder of the drill bit to them.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided or if the device is returned the investigation will be reworked. Statement from event description: "the customer has reported that the drill bit in question is a reusable drill bit and it is unknown how many times it had been used prior to the reported event." [Original statement] note: instructions for cleaning, sterilization, inspection and maintenance (literature number : l24002000-en rev l) "stryker trauma & extremities does not typically specify the maximum number of uses for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date." [Original statement]

Event description:
The customer, has reported via the sales rep, that whilst carrying out a plating of an olecranon using variax elbow, he supervised whilst one of his registrar was using a 2mm drill bit to drill into cancellous bone (through one cortex only) when the drill bit allegedly snapped off in the bone. The customer reported that the end of the drill bit was then stuck in the bone and the surgeon was unable to remove it. The customer reported that he completed the surgery but had to close the patient up with the drill bit allegedly still inside the patient. The customer has reported that the drill bit in question is a reusable drill bit and it is unknown how many times it had been used prior to the reported event. The customer has reported that they have followed their own internal protocol and submitted a form to their clinical risk team and sent the remainder of the drill bit to them.

Manufacturer narrative:
The reported event of the drill bit breakage for drill bit ø2.0mm x 122mm ao fitting for 2.7mm screw could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The product has been manufactured on 04.05.2011. The visual inspection showed signs of multiple use (blunt cutting flutes, dents). Hypothesis: the blunt cutting flutes may have led to torsional overload and subsequently to the reported breakage. The manufacturer recommends single patient use for multiple use drill bits. "Stryker osteosynthesis does not typically specify the maximum number of uses for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. Functional check for multiple use drill bits. Description and function: multiple use drill bits, cannulated drill bits, burrs, taps, core drills. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The customer, has reported via the sales rep, that whilst carrying out a plating of an olecranon using variax elbow, he supervised whilst one of his registrar was using a 2mm drill bit to drill into cancellous bone (through one cortex only) when the drill bit allegedly snapped off in the bone. The customer reported that the end of the drill bit was then stuck in the bone and the surgeon was unable to remove it. The customer reported that he completed the surgery but had to close the patient up with the drill bit allegedly still inside the patient. The customer has reported that the drill bit in question is a reusable drill bit and it is unknown how many times it had been used prior to the reported event. The customer has reported that they have followed their own internal protocol and submitted a form to their clinical risk team and sent the remainder of the drill bit to them.